Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol 3dmax and perfix plug on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient underwent removal of the mesh in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4(product catalog no., UDI no., corporate lot no., expiry date), d.6a, d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient underwent removal of the mesh in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an indirect hernia was identified. A large perfix plug (device #1) was placed in the preperitoneal space and tacked to the internal ring, then patch was tacked medially to pubic tubercle.¿ (B)(6) 2019 - patient was diagnosed with chronic inguidynia thereby underwent laparoscopic repair with partial removal of perfix plug (device #1) and 3dmax light mesh (device #2). Per operative notes, ¿on left, large epiploic appendage was adhered to plug. The perfix plug (device #1) was dissected off the peritoneum. Some scant piece of the mesh attached to the vessels disappeared into internal oblique was left. The genitofemoral nerve passed to mesh was resected. A 3dmax light mesh (device #2) was placed into defect and sutured.¿